Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their heart rate was at thirty beats per minute and they were transported to the hospital. The patient indicated that their device was adjusted to result in &#49999;re juice&#55316;o the heart and as a result of the programming change the lifespan of the device will be reduced to one to three years. The patient reported that nobody knew what happened or if it malfunctioned. Follow-up was attempted; however, additional information could not be obtained. The device remains in use. No patient complications have been reported as a result of this event.